Event description:
It was reported that this pacemaker was part of system revision due to pocket infection. Reportedly, the patient developed an infection for which the physician opted to explant the system. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.